Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event, treatment details, and the patient's recovery status were not reported. On an unknown date while hospitalized, the patient was switched to hemodialysis. No additional information is available.